Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704 trade name - gentamicin sulphate active ingredient(s) - gentamicin sulphate dosage form - powder strength - 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a left knee arthroplasty to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2, were used during this procedure. On (B)(6) 2018, the patient had a revision of the left total knee to address mechanical loosening of internal left knee prosthetic joint. During the procedure the surgeon reported that the tibial component was loose with no loosening interface provided. The femoral component and patella were not loose. The patella was left in-situ. Competitor components, including competitor cement were used during this procedure. Doi: (B)(6) 2015 dor: (B)(6) 2018 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: DHR review was performed as part of investigation performed in this complaint against product code 545050501 with lot 7970350 combination. 0 non-conformances on this lot number. Final micro and sterility tests were passed. All qc release specifications were met. (B)(4) units were released. Lot expiry date: 31 august 2016.